Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient did not charge their ipg as recommended, rendering the ipg inoperable. Manufacturer's representative met with the patient and confirmed the device was inoperable. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.